Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 2, a follow up CT scan was performed, which revealed a pseudoaneurysm located in the anterior portion of the right ventricular (rv) apex. Therefore, the healthcare professionals decided to proceed with surgical reintervention. On pod 3, the patient underwent median sternotomy, during which the rv aneurysm was surgically stitched. The patient's final outcome was stable condition. During the index procedure, the delivery system (ds) was initially removed due to excessive depth (approximately 4 cm). The same ds was subsequently used to complete the procedure successfully. The patient was initially stable post procedure. The perceived root cause was identified as guidewire management during the index procedure, with high wire forces applied within the rv.